Event description:
It was reported that the patient had a driveline power fault alarm on (B)(6) 2022. Initially, the patient thought that it was a low voltage alarm while they were on wall power. They said their power at home did not go out but they switched to battery power regardless. Although the patient then had full battery power, the yellow wrench was still lit up. At the clinic, the system monitor confirmed that a driveline power fault alarm had occurred. A review of the log files revealed that the driveline power fault alarm occurred due to a drop in current on the power b line. The alarm was cleared and did not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion evaluation of the patient¿s submitted log files confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file recorded a driveline power fault alarm associated with power b on 03mar2022 at 00:53:57. The alarm remained active for the remainder of the file, and pump function was not interrupted. The log file appeared to capture the pump operating as intended. The account reported that the patient¿s vad alarmed last night during the middle of the night. The account cleared the alarm, and it has not recurred. They instructed patient that if it recurs to call them, and they can have him come back to the clinic to change modular cable and controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 29feb2020. No further information was provided. The manufacturer is closing the file on this event.